Event description:
The implantable neurostimulator had 2 programs, one providing stimulation coverage for the patient's back and the other for his legs. After a couple weeks programming would be lost and stimulation moved to the front of his body and knees. The patient would then return to clinic for reprogramming. The patient had been shocked in the leg once or twice in the previous 6 months. The patient denied exposure to strong magnetic fields around his home. Additional information regarding device troubleshooting and patient outcome has been requested. A follow-up report will be submitted if additional information becomes available.